Event description:
MDR decision date: (B)(6). Serious injury alleged. Malfunction alleged. Provider states brakes on the walker gave in and person fell and broke shoulder. Follow up: the end user was using a knee walker. The brakes on the walker gave in and she fell and broke her shoulder. She was in her home when she fell. She had to go to the hospital and now is in a skilled rehab facility for therapy on her shoulder. MDR filed.